Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, h2, h3, h6. H6: proposed component code: mechanical (g04) - provisional bottom. The reported event was able to be confirmed product return. Visual examination identified signs of repeated use, nicked and gouged, and confirmed fracture on the medial side of post, all pieces were returned. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. Upon review of our reporting decision on fracture of articular surface provisionals: a review of all complaints for this product indicates that there has never been an event that has resulted in a death or serious injury. Therefore, zimmer biomet will not be reporting this failure mode going forward. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a fractured provisional was received via the worn instrument return program. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-01175, 0001822565-2024-01177, 0001822565-2024-01178, 0001822565-2024-01179, and 0001822565-2024-01180. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.